Event description:
It was reported the customer received a button error alarm that they could not clear. Customer stated the alarm occurred during a bolus. The customer's blood glucose was 193 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and reservoir tube lip.